Event description:
It was reported by the user on 10-jan-2024 that on (B)(6) 2025, the user experienced a blood glucose (bg) level of 607 mg/dl and went to the emergency room (ER), where tests confirmed the presence of ketones. The user was treated with 20 units of insulin and one liter of saline but was not admitted and was sent home. The user later inspected their pump and found a pool of insulin inside the insulin cartridge chamber. Troubleshooting revealed that the user had been incorrectly connecting the cartridge to the adapter before inserting it into the pump, which is detailed in the ilet instructions for use manual as improper technique that could lead to insulin leakage. The user reported experiencing shortness of breath, dizziness, and nausea during the event. Ketone testing showed a ketone level of 20 mg/dl and urine glucose of 1000. No long-term health effects were reported. The user planned to resume pump therapy.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.